Manufacturer narrative:
Received two used 14687-15 primary plum sets for complaint investigation. No damages or anomalies noted. Each set was leak tested per product specifications. On sample 1, there was leakage from the weld area near the flow regulator of the cassette. On sample 2, there was leakage from the pump access points. Each cassette was dimensionally measured. Sample 1 failed the stack height where the leakage occurred. Sample 2 passed dimensional requirements. The reported complaint of leakage can be confirmed. The probable cause is due to warpage of the cassette due to exposure to excessive heat during transportation. A lot review showed a complaint from the same lot where there was cassette warpage. D9 - date returned to mfg: 19jan2024.

Manufacturer narrative:
Additional h6 codes have been added to type of investigation and investigation findings.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Leakage of an unspecified drug was reported on the device's cassette during an infusion. There was no unprotected drug exposure and no impact to the patient or the healthcare provider. The set was replaced, and therapy resumed. There was no patient harm as a result of the reported in the event. This is the first of two reports.